Manufacturer narrative:
This report is being submitted to replace duplicate MDR number 0002916596-2013-00001. The user facility report# (B)(4) was received from the (B)(6) registry. The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported to the manufacturer that the patient had been complaining of severe chest pain due to device placement. The patient was admitted and the pump was explanted. The patient was implanted with another manufacturer's lvad device. A device tracking form indicated that the patient was ischemic.